Event description:
It was reported to boston scientific corporation that a polyflex esophageal 25/21mm x 120mm stent was used during an esophageal stent placement procedure. According to the complainant, the patient was being treated for a benign stricture of the esophagus. During preparation, upon insertion of the stent into the delivery catheter, the proximal flair of the stent became kinked. The physician was able to successfully complete the procedure by using another polyflex esophageal 25/21mm x 120mm stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.